Event description:
It was reported by the rep that the (1) er420 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip scissored. The case was completed with another device and there was no consequence to the pt.